Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "flow rate was over from programed 21.4 ml" was reproduced. The device was tested for flow rate accuracy and delivered with an error percentage of 5.825%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be pressure plate travel out of adjustment. The pressure plate travel will be adjusted and m2 and m3 springs will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump flow rate was over from programmed 21.4 ml (over-infusion) during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log (ehl) revealed occurrences of infusions without any abnormalities. Should additional relevant information become available, a supplemental report will be submitted.